Event description:
Patient was revised to address poly wear and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address poly wear and osteolysis. Doi (B)(6) 1994 - dor (B)(6) 2013 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Per the initial reporting, additional investigational inputs were not available. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation has determined that this product code is now obsolete. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.